Manufacturer narrative:
Date sent to the FDA: 4/8/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery, recurrent ventral hernia repair surgery and lysis of intra abdominal adhesions on (B)(6) 2010 during which the surgeon noted the mesh to be very adherent to the peritoneum but no longer was affixed to any fascia. It was reported that the patient experienced severe pain, nausea, chills, inflammation, loss of appetite, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 05/25/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 1/14/2021.